Manufacturer narrative:
Additional narrative: 510k: this report is for an unk - end caps: tibial nail/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
It was reported that, the patient underwent removal of two unknown locking screws from unknown tibial nail due to pain at screw sites. Patient consequence were reported. This report is for one (1) unk - end caps: tibial nail. This is report 3 of 4 for complaint (B)(4).